Manufacturer narrative:
Reason for reoperation: plug strap separated.

Event description:
Healthcare professional reported, left side deflation. Later, healthcare professional reported, "plug strap separated (partially)". Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, 1 opening assessed, as unidentified (tear) opening (shell thickness was within specification). Plug strap separated: not observed. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side deflation. Later, healthcare professional reported, "plug strap separated (partially)". Device has been explanted and replaced.